Event description:
During a ptca/stent procedure, the liberte monorail stent embolized. The target lesion was located in a tortuous and calcified svg to the left anterior descending artery (lad). The physician attempted to deliver a 2.75x6 taxus stent to the lesion, however he was unable to cross the lesion. The physician removed this device, and pre dilated with a maverick balloon. The physician then attempted to deliver the 3.0x12 liberte monorail stent, however, he was unable to cross the lesion with this device as well. While attempting to remove the liberte monorail stent, the stent embolized. The physician crushed the liberte monorail stent against the vessel wall. The procedure was completed with poba. The pt status is listed as "okay".